Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient received a blood glucose result of "hi" mg/dl on the aviva system and he took 25 units of humalog insulin. The "hi' mg/dl result, which on the system indicates a result in excess of 600 mg/dl. Approximately two hours later, the patient had passed out. He had hypoglycemia symptoms of sweaty and clammy. The patient's wife treated him with glucose gel and then took a blood glucose result which was 284 mg/dl. The patient came to around 15 minutes after being treated with glucose and the blood glucose result was 103 mg/dl. The patient was not taken to a medical facility. Return of the suspect device was requested for evaluation.